Manufacturer narrative:
The pump powered up properly after the battery installation, and was received with operating currents within specification. No unexpected battery out limit alarms or blank display anomalies were noted. No damage on the lcd isolation tape or heat anomalies were noted. However, the pump had a slightly loose drive support disk, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked lcd display window, and minor scratches on the display window.

Event description:
Customer stated that they keeping replacing the batteries and the insulin pump keeps dying. Customer stated that they woke up with a blank display and the insulin pump off. Customer replaced the batteries again and received a battery out limit and the insulin pump shut off again. Customer also mentioned that prior to this incident the customer noticed the motor making more noise and hearing clicking sounds. Customer's blood glucose reading at the time of the call was 200 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.